Manufacturer narrative:
Manufacturer reference number: (B)(4). Should additional information become available, the file will be updated.

Event description:
According to the reporter; during an appendectomy procedure, the balloon would not blow up and another one had to be used. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No device fragment was left in patient. No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 10mm opened by the account. Functionally, the balloon was inflated and did not demonstrate any leaks. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended.

Manufacturer narrative:
(B)(4).